Event description:
It was reported that the asymptomatic patient presented for a routine visit. Upon interrogation, the right ventricular and right atrial lead exhibited noise. The leads were explanted and replaced. Patient was stable.